Event description:
It was reported that while stimulation was turned on, they felt shocking in a band around the chest and believed it was around the extension location (t5/t6). When the unit is off, the patient did not feel the shock. There was no known incident related to this complaint. This started in (B)(6) 2010. Patient did have the leads revised due to "issues." This device was in the cervical area. Patient also had a spinal cord stimulation (scs) device for the dorsal area. A meeting with the company representative was being scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)